Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Blood/body fluid was noted in the lumen. The lead did not pass a stylet insertion test, most likely due to the body fluid infiltration. There were also slightly deformed conductor coils near the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lead attempted to be repositioned but was unsuccessful. The lead was explanted. To date, there have been no adverse patient effects reported.

Event description:
--